Event description:
Additional information received reported that the device system was used to infuse morphine sulfate. The cause of the event was noted as ¿unrelated to idds (intrathecal drug delivery system).¿ it was noted that the event was unrelated to the pump, there were ¿no catheter issues noted,¿ and ¿no drug effects.¿ surgical intervention was noted as pump explant, revision on (B)(6) 2013. The signs and symptoms of the event were noted as bi-temporal cva (cerebrovascular accident) and basilar artery thrombosis. The patient did require hospitalization as a result of the event. Patient outcome was noted as death, cause ¿cva-unrelated¿ and the date was ¿unknown.¿ it was further noted ¿idds did not malfunction any way. No further info is available.¿

Event description:
It was reported that the patient suffered a stroke in the couple days following replacement. The medication used within the system was infumorph.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider later confirmed the date of replacement was (B)(6) 2013. The date of death was not known.

Manufacturer narrative:
Product ID 8590-1 lot# n070182, implanted: 2006 (B)(6); product type accessory product ID 8711 lot# serial# (B)(4) implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Note: the date of death is an approximation as death occurred following the surgical procedure that occurred on (B)(6) 2013.